Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed with only the distal segment returned. The extracting stylet remains stuck in the returned segment. Visual inspection noted significant calcium deposits on the distal shocking coils. Continuity testing confirmed that the conductors of the returned segment were intact.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The system was reprogrammed. Additional information provided later from the field indicated surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The system was reprogrammed and the rv lead remains implanted and in service. No adverse patient effects were reported.